Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks following a revision, based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7127796/7127934.

Event description:
It was reported that following a revision procedure (MFR no. 3006630150-2023-03942). The patient developed an infection at the incision site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be retuned as it was kept by the facility.